Manufacturer narrative:
Additional initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20ga 1.25in hf y were missing clamps. The following information was provided by the initial reporter: I am writing to you to inform you about what happened on (B)(6) 2021, the patient was admitted to the emergency room and nexiva 20 ga peripheral venous access was placed. At the time of puncturing the patient for blood samples with an adapter for this purpose, it was noticed blood coming out of the puncture site, so it was decided to withdraw approximately one centimeter from the catheter, observing leakage, so it is withdrawn, when inspecting the catheter shows a fissure approximately 5 millimeters from its base. The incident occurred today ((B)(6)), the physical location of the defect was in a short peripheral catheter nexiva where a hole was found between the wings and the beginning of the catheter body, there was a leak after installation and withdrew from the patient. After that, the catheter was replaced.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-06-08. Investigation summary: our quality engineer inspected the physical and picture samples returned for evaluation. Bd received one affected sample and one picture for this incident. No damage was observed through the provided picture. The physical sample was microscopically inspected and the catheter tubing was observed to be damaged. Three points of interest were identified upon inspection of the y-shaped damage; a shallow cut that gets deeper from left to right, a v-shaped cut with the tip facing the nose of the adapter, and a strand coming off the tip of the v-shaped cut identified as the material resulting from the cut. Further inspection reveals that the v-shaped cut is smooth and does not have any grains to indicate a cause. Due to the direction of the v-shaped cut and the strand/shallow cut on the outside of the catheter, it is extremely unlikely that the cut resulted from the cannula. A cause related to the manufacturing process could not be identified for this incident. Damage to the catheter can originate during use; however, it is unknown how this type of damage could occur. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that nexiva 20ga 1.25in hf y were missing clamps. The following information was provided by the initial reporter: I am writing to you to inform you about what happened on (B)(6) 2021, the patient was admitted to the emergency room and nexiva 20 ga peripheral venous access was placed. At the time of puncturing the patient for blood samples with an adapter for this purpose, it was noticed blood coming out of the puncture site, so it was decided to withdraw approximately one centimeter from the catheter, observing leakage, so it is withdrawn, when inspecting the catheter shows a fissure approximately 5 millimeters from its base. The incident occurred today (on (B)(6), the physical location of the defect was in a short peripheral catheter nexiva where a hole was found between the wings and the beginning of the catheter body, there was a leak after installation and withdrew from the patient. After that, the catheter was replaced.